Event description:
It was reported that a flo-gard IV solution administration set leaked from below its chamber. This occurred during infusion of total parenteral nutrition solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.